Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was first received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor on (B)(6) 2019. Patient said the device hasn't helped them as far as emptying the bladder so many times frequency symptoms and hopes they won't have to wear these big old pads. They noted that the implant wasn't helping and they thought they would give it time, but it got worse. They added that they still have bandages and forgot how to use the patient programmer (pp). During the call, a brief pp education was given. The patient synched to their ins which showed they were at 1.6v on program 5 so they increased to 2.3v. The patient couldn't feel stimulation after increasing, but decided to leave it there. As a result of what was reported, the patient was redirected to their healthcare provider (hcp) to report and resolve their symptoms. In addition, the online tutorial/pocket guide and symptom diary was also sent to them. On (B)(6) 2019 additional information was received from the patient: the patient referenced their previous call and said that during that call she was having trouble t urning her remote on, but confirmed equipment is currently working as intended. The instruction for the external equipment was reviewed again. Patient spoke again regarding urinating/not seeing therapeutic benefit from implant and patient services reviewed stim considerations and recommended follow up with hcp (healthcare professional) to ask about programming changes, if necessary. Patient also reported stim in the wrong location and stated: "every once in a while I feel the pulse (stim) in my foot or something in my left cheek". Patient confirmed she did not currently feel stim in foot, and it was reviewed that if she feels stim in foot again, patient could consider decreasing stim.